Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented in emergency room after feeling an electrical sensation in his chest. Upon device interrogation, multiple episodes of noise were observed. One episode of ventricular fibrillation was caused by noise on ventricular channel. The device charged but therapy was aborted due to possible output circuit damage. Low, high voltage lead impedance was also observed. Patient had laser extraction and lead was replaced.